Event description:
The customer alleges an air leak at the level of the adaptor and the bottle. No clinical consequences to the patient. Patient condition is reported as fine.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history review was not conducted since no lot number was supplied by the customer. Complaint not confirmed at this time. No sample available from the customer to investigate. Teleflex will continue to monitor feedback from the customers on issues related to air leaks at the level of the adaptor found at inspection or prior to use.

Manufacturer narrative:
(B)(4). Two photos were received from the customer for evaluation. Both photos show the connection of the flowmeter, humidifier adaptor and water bottle attached to the oxygen source. While the set up looks typical, no details regarding the leak could be discerned from the pictures. Samples are needed to determine the root cause. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges an air leak at the level of the adaptor and the bottle. No clinical consequences to the patient. Patient condition is reported as fine.